Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported that the power cord was bent and caused sparking. The patient electronics device was replaced and there were no adverse consequences reported by the patient.